Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection was delivered to address the elevated bg level, and there was no need for third-party assistance. Technical support guided customer through pump reset, after which the malfunction did not recur, allowing continued use of pump. Instructions were given to contact support again if the issue reappeared, which caller acknowledged.